Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Shaft damage was noted approximately 1.2¿ proximal to the distal tip. No other visual anomalies were noted. Microscopic inspection of the distal shaft revealed a portion of the activation wire was protruding through the shaft material at the location of the aforementioned shaft damage. The reported deflection issue was confirmed. The device no longer deflected in the right d direction when actuating the steering mechanism. The tension knob functioned as intended and the shaft retained its curve shape when deflected in the left d direction (autolock). Further investigation revealed that the right d curve activation wire was fractured within the deflectable shaft and a portion of the activation wire was protruding through the shaft damage. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured activation wire remains unknown.

Event description:
This report is to advise of a fracture with a protruding wire found in the catheter shaft during analysis. During the afl procedure, after ablation for a period of time through the adjustable curved sheath, the catheter could no longer bend to the other side. After replacing the catheter, the procedure proceeded smoothly without any adverse consequences to the patient.